Manufacturer narrative:
Concomitant product(s): information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1gpap, implanted: (B)(6)2017, explanted: (B)(6)2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient. It was reported that the patient had sciatica pain in the contralateral leg. An x-ray was taken intraoperative and it was found that the lead had migrated significantly and looked to be not in the sacrum. Patient's external neurostimulator (ens) were working correctly and patient was feeling stimulation, but it had moved to the leg area. The physician decided to replace the lead. The tine lead was explanted and a new lead was implanted. It was noted that the patient went to a chiropractor several times during their testing process and had their hips and back adjusted. No further complications were reported.